Event description:
This failure is with the dexcom g7 continuous glucometer (cgm). Over the course of 3 months, fewer than half of the cgms have worked. Most have completely failed to connect and never worked at all. Of the sensors that did connect, 100% of them gave extremely erratic glucose readings which triggered incorrect insulin administration in my closed loop insulin delivery system. The previous (g6) generation of this product had none of these dangerous and expensive issues.